Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant reported that an impella cp pump was implanted to support a patient admitted with cardiac history and plan for a high risk percutaneous intervention. The impella cp failed to deliver and implantation was aborted. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. The device passed all post sterile inspection checks.